Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-feb-2023. H6: investigation summary: two 03501412321hn samples were received for investigation; one sample was received without packaging, and the other was received in sealed packaging from lot 20220517. A visual inspection confirmed the customer's experience as the male luer of the sample received without packaging was identified to have been returned separated from the tubing; some residual solvent was visible at the tubing of the affected joint. No manufacturing defects or damage were visible to the second sample received in sealed packaging. The sample in sealed packaging was then sent to the bd product test laboratory for tensile testing in accordance with the requirements infusion equipment for medical use. Fluid lines for use with pressure infusion equipment. The product met the tensile requirements of the standard. The details of this feedback were forwarded to the legal manufacturer, anhui tiankang medical products co.,ltd, for investigation. They confirmed that the separation is likely to have occurred as a result of an insufficient amount of solvent having been applied to the tubing during the solvent bonding process; this is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 20220517 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bd¿ gravity infusion set separated from the infusion line during use. The following information was provided by the initial reporter, translated from german: "luer connection for the connection to the pvk has separated from the tubing... The connector (luer lock connection) separated from the infusion line without any force from the user. By directly observing the incident, patient harm could be averted."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is hanscent. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ gravity infusion set separated from the infusion line during use. The following information was provided by the initial reporter, translated from german: "luer connection for the connection to the pvk has separated from the tubing. The connector (luer lock connection) separated from the infusion line without any force from the user. By directly observing the incident, patient harm could be averted."